Event description:
A us distributor returned a monitor indicating that it was resetting.

Manufacturer narrative:
Device eval summary: device eval of monitor sn 07080968 has been completed. The reported problem (resetting) has been confirmed. As received, the monitor was able to detect and treat. Upon eval, the unit was run for 24 hours during which one abnormal shutdown occurred. The cause of the abnormal shutdown is a defective u104 pxa component. The root cause of the defective u104 pxa component cannot be positively determined. No adverse event resulted from the defective monitor.